Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of deep vein thrombosis, hypercoagulable state and multiple pulmonary emboli was scheduled for vena cava filter placement. The right common femoral vein was accessed and a venogram was performed which identified the renal veins and demonstrated no intraluminal filling defect within the vena cava. A retrievable filter was completely deployed below the renal veins with no angulation and all struts opened. The delivery sheath was removed and pressure was held. The patient was transferred in stable condition, having tolerated the procedure well, without complication. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged tilted filter, detached filter limbs, perforation of the ivc wall, and difficulties removing the filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter malposition - filter tilt note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported a vena cava filter was deployed in a patient diagnosed with deep vein thrombosis/pulmonary embolism and hypercoagulable state. After an unknown amount of time post filter deployment, the filter allegedly detached, perforated with strut(s) into organs, and tilted and embedded in the wall of the ivc. Approximately three years two months post filter deployment, an attempted but unsuccessful percutaneous removal procedure was performed. Approximately three years three months post filter deployment, the filter was removed percutaneously. It was further alleged that the detached filter limbs have not been removed and no retrieval attempt was reported. The limbs are retained in the body located outside the inferior cava lumen, medial soft tissue overlying the 1st distal phalanx, right foot, hepatic vein and psoas muscle. Based on a review of medical records received, the patient with history of deep vein thrombosis, hypercoagulable state and pulmonary emboli had a vena cava filter deployed below the renal veins with no angulation and all struts opened. The patient tolerated the procedure well without complication. No additional information was provided in the medical records received.